Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm saccular abdominal aortic aneurysm approximately 5 months ago. Iliac vessels were severely tortuous and non-calcified, and there was a severe bend in the left iliac artery. It was reported that the bifurcated stent graft was implanted without issues, and the main body was on the right side. The limbs were crossed; however, the limbs appeared to be far away from each other due to the size of the sac. Approx 3.5 months post-implantation, the pt was reportedly symptomatic and diagnosed with a left/ipsilateral limb occlusion. The physician elected to thrombolyze the clot, which was unsuccessful. Tissue plasminogen activator (tpa) was started but discontinued several days later, possibly due to bleeding concerns. After the tpa was stopped, the pt's left leg needed to be amputated below the knee. No obvious kinking/collapsing of the limb or any tightening/narrowed area were observed on films of the event. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
(B) (4). Evaluation results and conclusions: (graft occlusion); (severe vessel tortuosity with a severe bend in the left iliac vessel).